Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 89 mg/dl, and the meter bg reading was 30 mg/dl. Due to the low bg, the customer lost consciousness and was involved in a car crash resulting in multiple cuts and bruises. Emergency medical technicians were called and treated the customer with intravenous glucose, glucagon and glucose tablets. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.